Manufacturer narrative:
(B)(4). Additional questions have been asked of the reporter related to application, how the user determined that the readings were lower than expected, external factors, etc. At this time, no additional information is available. Return of the device for investigation was requested, however to date it has the custromer has not returned it.

Event description:
The customer reported the sensor gave false readings about 10 % lower than expected. There was no patient harm.